Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter set to the incorrect unit of measure setting (mmol/l). The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that an unspecified error message began to appear on the subject meter a few weeks prior to contacting lfs. The patient informed the cca that he manages his diabetes with insulin; however, denied taking any action regarding his diabetes management as a result of the alleged issue. The patient denied developing symptoms, but reported that his physician treated him with 4 additional units of lantus insulin during a doctor's office visit on (B)(6) 2010. The patient denied that his blood glucose was tested with any other device. At the time of troubleshooting, the cca noted that the alleged error message remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated with insulin by an hcp after the alleged issue began.

Manufacturer narrative:
510k # is k062195. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.